Event description:
The customer reported an employee who got some "cidex plus vapors in both of her eyes". The customer reported that the employee was wearing an eye shield, a gown, and gloves. The employee reported that her eyes were burning and confirmed that there was no liquid splash to her eyes. The customer reported that the employee reported to the emergency room. Attempted to contact the customer to follow-up on potential treatment, the customer was not available.